Event description:
A manufacturer representative reported that when the patient's implantable neurostimulator (ins) was being checked for an unrelated MRI, low impedances were measured. Impedances were measured at 0.7v and a short with impedance of 39 ohms was found on electrode pain 0-2. The impedances were retested at 1.5v and the impedance was 14 ohms. The electrode pair with the low impedance was not being used for programming and the patient was getting good therapeutic effect. No symptoms were reported. Follow up with the manufacturer representative indicated the patient was under review by their health care provider (hcp). The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the low impedances was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.